Event description:
It was reported that a motor stall and recovery were confirmed in the pump event logs. The motor stall was caused by pt having an MRI or other medical procedure. It was unk how long the pump was stalled. No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes avail.

Manufacturer narrative:
(B) (4).